Manufacturer narrative:
(E1) initial reporter city: (B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.50 x 20 synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the distal tip of the stent was lifted. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported. It was further reported that the target lesion was 90% stenosed located in the severely tortuous and severely calcified vessel.

Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.50 x 20 synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the distal tip of the stent was lifted. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.